Manufacturer narrative:
No further info is available on the repair of the bed at this time. A follow up report will be sent once this info becomes available. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds.

Event description:
Hill-rom received a report from the account stating the nurse call will not work. (B)(4).